Manufacturer narrative:
(B) (4).

Event description:
It was stated that while the stimulation was on and the patient was using a computer, the computer was "zapped". This happened on three occasions. Several light bulbs were also "zapped/blown out" when the patient turned on the switch. Additionally, the patient experienced stimulation in the wrong location; she could see the muscles pulsating in her arm, even with the stimulation off. Reprogramming was discussed with the manufacturer rep and physician and the patient was told she may need a revision. Further information is being requested at this time.